Event description:
It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was selected to be used on (B)(6) 2025. The patient was discharged. During a second follow up computed tomography (CT) scan a sub-fabric peri device leak (pdl) measuring 1.4mm to 2.33mm was noted. Up to leak find the patient was on eliquis 5mg twice a day. There was no evidence of thrombus confirmed. The patient remains on oral anticoagulation (oac) for now. There were no patient complications.